Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Sterile part 03.130.302s, lot l049288: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: july 05, 2016. Expiry date: june 01, 2026. Non-sterile part 03.130.302, lot f-19388: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: february 09, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used in surgery for the metacarpal base comminuted fractures on (B)(6) 2017. The variable angle (va) hand plates were used for the procedure. The plate was held in place on the first metacarpal bone, the second metacarpal bond, and the fifth metacarpal bone in order. However, when the surgeon was drilling the fifth metacarpal base, it was found that the drill bit was broken. The tip of the drill bit was left momentarily in the body. The broken piece of the drill bit was successfully retrieved from the patient by using the 1.8 mm k-wire. According to the surgeon¿s opinion, since the surgeon was drilling for the third plate, the drill bit might have lost strength. The surgery was extended for thirty (30) minutes. No patient harm was reported; the patient outcome was reported as ok. Concomitant device: 1.8mm k-wire (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed: one drill bit was received with a broken shaft section. In addition, slight marks of use were detected on the coupling section. Dimensions measurements were measured with 1.465mm and with 1.497mm. Both results passed the specifications based on at the time of manufacturing valid drawing. Hardness 600 +55/0 hv10 and material 1.4112 was documented by supplier sphinx ag and no deviation found. Complained issue (it was found that the drill bit was broken) could be confirmed based on returned broken article. Definite root cause could not be determined. It can be assumed that an overloading situation could have led to this breakage. Based on taken measurements, device history record-review, visual inspection and document review of supplier sphinx ag no manufacturing related deviation could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1), drill.